Event description:
It was reported that a large number of pacemaker mediated tachycardia (pmt) and automode switching episodes (ams) were observed on the pacemaker. Atrial events were ending up in the refractory zone but it could not be concluded whether they were a result of retrograde or intrinsic p-waves. Far r wave oversensing was suspected. Additional testing, medication and programming changes were suggested. The clinician opted for programming changes, which resulted in a drastic improvement with reductions in pmts and ams. The device was to be monitored remotely in case additional testing or programming changes were to be needed at a future date. There were no patient complaints or consequences.